Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A PATIENT PRESENTED WITH GRADE 5 MIXED TRICUSPID REGURGITATION (TR) FOR A TRICLIP PROCEDURE. DURING THE PROCEDURE, TWO TRICLIPS WERE IMPLANTED. THE FINAL TR WAS GRADE 1. THERE WERE NO ADVERSE PATIENT EFFECTS OR CLINICALLY SIGNIFICANT DELAYS REPORTED. ON (B)(6) 2026, IT WAS DETERMINED THAT THERE WAS A SINGLE LEAFLET DEVICE ATTACHMENT (SLDA) TO BOTH THE CLIPS AND THE CLIP WAS NO LONGER ATTACHED TO THE SEPTAL LEAFLET. TR WAS GRADE 5 AFTER SLDA.

Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 5 mixed tricuspid regurgitation (TR) for a Triclip procedure. During the procedure, two triclips were implanted. The final TR was grade 1. There were no adverse patient effects or clinically significant delays reported. On (b)(6)2026, it was determined that there was a single leaflet device attachment (SLDA) to both the clips and the clip was no longer attached to the septal leaflet. TR was grade 5 after SLDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported SLDA. The reported patient effect of recurrent TR appears to be due to the SLDA. TR is listed in the Instructions for Use as a known possible complication associated with the TriClip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.